Event description:
On april 2, 2024, the laboratory complained that 2 patient samples tested for hba1c on the capillarys 3 tera instrument presented discrepant results after the physicians questioned the results from two (2) patients that did not correlate with the clinician's assessment. Patient 1 was reported as 12.2% hba1c (abnormal) and the redrawn retested sample resulted 6.2% hba1c (normal). Patient 2 was originally reported as 8.7% hba1c (abnormal) and a redraw and retesting at different location indicated a value of 5.3% hba1c (normal). During the initial investigation a third sample was identified with an original value of 5.4% hba1c (normal) and repeating on a different instrument at the testing site demonstrated a value of 12.4% hba1c (abnormal). Further investigation indicated that a single capillarsy 3 tera instrument was linked to the sample results under investigation. Service records and results from the instrument were retrieved and analyzed by manufacturing, service, and technical support. The laboratory was contacted on april 8, 2024, to seize testing on the instrument until further investigation was completed. Analysis of the results and service records identified that a part specific to reading and transmission of data (optical assembly) was replaced during preventative maintenance of the instrument on 21 march 2024. Quality control procedures were performed during the part replacement and the established procedures did not detect the part malfunction. Further investigation prompted suspicion that the data transmission of two channels of the twelve-channel part was reversed resulting in data discordance. Service was dispatched to visually inspect the part. The part was retrieved from the instrument and returned to manufacturing. The visual on-site inspection demonstrated the part was faulty and results from the time of replacement on (B)(6) 2024, to the suspension of testing on april 7, 2024, demonstrated inversion of the results from two channels. On april 8, 2024, the laboratory was contacted with the initial analysis and an action plan was initiated to contact clinicians regarding incorrect hba1c values reported. At the time of this report, patient impact information was not available. All available information has been provided as to date.

Manufacturer narrative:
The optical assembly part was returned to manufacturing for inspection. The faulty part was manufactured prior to implementation of an automated quality control process. The tracing of the part was linked to human error. Us stock of the optical part (warehouse and field service engineer stock) was inspected, and no additional defective parts were detected. Additional external quality control procedures have been implemented specific to optical parts which included visual inspection, general quality control and additional external procedures when the part is replacement during service intervention.